Event description:
(B)(4). Pregnancy even though I had a test that showed my tubes were blocked.

Event description:
(B)(4). I guess I should've included all of my symptoms not just the pregnancy. Irritability. Zero libido. Brain fog. Unable to focus. Stabbing pains and burning on each side of pelvic area. Hot all the time (usually freezing). Constant fatigue. Joint injuries/tendinitis that do not heal even after cortisone shots, physical therapy, prp injections. Cystic acne. That's all I can think of right now. Brain fog, remember.